Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted along with concurrent total abdominal hysterectomy/left salpingo-oophorectomy due to menorrhagia and stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other unspecified problems. It was reported that patient underwent excision of margins of vaginal epithelium surrounding the tape on (B)(6) 2012 for dyspareunia, loss of consortium, mesh extrusion, pain, bleeding, vaginal scarring, recurrent urinary problems, bowel problems and other physical/emotional injuries. Patient also underwent transection of transobturator tape due to persistent mesh erosion on (B)(6) 2012. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.